Event description:
The complainant stated the CPR and trendelenburg functions are not working.

Manufacturer narrative:
The technician isolated the issue to the CPR and trendelenburg valves not working. He replaced the CPR and trendelenburg valves to repair the bed.